Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during drain 2. The home patient (hp) stated that all lines were connected to bags. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr advised the hp to start over with new supplies and inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the root cause was undetermined, due to lack of sample.